Event description:
It is reported that the device was implanted in 1995. The device was revised in 2007, due to dislocation, liner wear, and mild acetabular osteolysis.

Manufacturer narrative:
Device was in-vivo for approximately 137 months. Devices and post surgery x-rays are not available for review. Surgery details of how the liner was assembled are not available. Liner wear performance/degradation of a component is dependent on many factors, including pt activity and pt weight, many of which are out of the control of the MFR. The component in question was properly manufactured from approved materials in accordance with the manufacturing practices of the time. Details like body weight during implant and explant, activity level, build, and sex are not available for current case. Since the poly-liner was not sent for review, in-house study could not be performed. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.